Manufacturer narrative:
Follow-up #1: date of submission 05/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/20/2014 with the following findings: a review of the black box indicated that related call service alarms had occurred. The pump powered on normally with no alarms occurring. The pump was exercised for 24 hours with no alarms occurring. The complaint could not be duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas alleging that the pump emitted multiple call service 052 and 054 alarms three times in the same day. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.